Manufacturer narrative:
Investigation summary: one opened sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out on the returned sample and broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Conclusion: as the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found with a broken cannula during use. The following has been provided by the initial reporter: rear cannula end is broken.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found with a broken cannula during use. The following has been provided by the initial reporter: rear cannula end is broken.